Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was aborted, and it was completed by using another system. The philips service engineer checked the system and confirmed the reported problem. Upon functional testing, the hospital technician was replaced suite pc and reloaded the software, but issue was not resolved. A review of the system logfiles identified the issues related to suite pc, flexvision pc and lsr exception loop. The cause of the suite pc and flexviewing pc failures could not be conclusively determined by the supplier's part analysis, however the replacement of the suite pc, flexviewing pc and cisco switch dvi by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system hung during a procedure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.